Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The motor was tested outside of the device and passed. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.